Event description:
The affiliate reported the customer alleged a fluid consisted of diluent and blood leaked from the front chambers of the unit, involving unicel dxh 800 coulter cellular analysis system. The customer had on gloves and a laboratory coat. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse determined the fluid leak originated from the nrbc (nucleated red blood cell) chamber of the system. The fse replaced the nrbc chamber and sample tubing line at the bottom of the chamber. The unit conformed to the manufacturer's published performance specifications. (B)(4).